Event description:
Caller reported a cartridge alarm. There was no adverse impact to the customer's blood glucose level. The customer previously experienced similar alarms with the same pump, leading to the decision to replace it. Technical support (cts) confirmed that the pump was still under warranty, and they sent a replacement pump with updated software. The customer was advised on how to put the pump in storage mode and instructed to return the problematic pump using the provided return box and pre-paid label. The caller understood all instructions and acknowledged them.